Event description:
It was reported that during the surgical implantation of an artificial urinary sphincter (aus), fluid droplets resembling condensation were observed inside the cuff immediately upon opening the packaging. Additional cuffs were subsequently opened and inspected, and similar findings were observed. As a result, the intended implantation could not be completed. The intervention was aborted, a temporary alternative procedure was performed, and the patient's aus implantation was rescheduled for a later date. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event are linked to the device but unable to trace more specifically.

Event description:
It was reported that during the surgical implantation of an artificial urinary sphincter (aus), fluid droplets resembling condensation were observed inside the cuff immediately upon opening the packaging. Additional cuffs were subsequently opened and inspected, and similar findings were observed. As a result, the intended implantation could not be completed. The intervention was aborted, a temporary alternative procedure was performed, and the patient's aus implantation was rescheduled for a later date. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Media inspection was performed, during which droplets were observed. Subsequent spectroscopic analysis (ftir) identified the beaded liquid present inside the cuffs as fluorosilicone. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of "cosmetic/ appearance problem" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available information and analytical results, the beaded liquid found within the cuffs is consistent with the fluorosilicone lubricant oil used during the manufacturing process. The presence of this fluorosilicone may have caused or contributed to the reported clinical observation of a cosmetic/appearance issue. A conclusion code of cause traced to training was assigned to this investigation, due to insufficient training regarding the expected presentation of the ams 800 cuff following manufacturing, particularly with respect to the appearance of fluorosilicone beading.